Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a magnetic resonance imaging (MRI) programing for the patient with this cardiac resynchronization therapy defibrillator (crt-d), t wave oversensing was noted. Technical services (ts) recommended to follow up with the following cardiologist. Teh device was successfully programmed into protection mode. This device remains in service. No adverse patient effects were reported.